Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that a fluid leak occurred during dwell 1 of 4 of the peritoneal dialysis treatment. Patient reported the blue pin fell out while the patient was connected. Patient was advised to reset up with new supplies. Patient stated that he will follow up with the peritoneal dialysis nurse regarding the fluid leak. The patient was advised to reset up with new supplies. Follow up with the patient indicates that the patient did not experience any complications as a result of the alleged event. No treatments were missed and there was no medical intervention. Additional information was solicited.

Event description:
"."

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.